Event description:
The customer contacted philips healthcare to report that the heartstart xl defibrillator is experiencing it not entering into shift-test due to faulty strip key on keypad. There was no reported patient involvement.